Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2025, while the sensor was reading "low". The patient self-treated by drinking juice based on the cgm reading which was alerting for hypoglycemia. She began experiencing symptoms of diabetic ketoacidosis (dka), including excessive thirst, frequent urination, vomiting, abdominal pain, weakness, shortness of breath, fruity-smelling breath, and confusion. It was reported that the patient's bg was 495 mg/dl while the cgm was "low". Her son brought her to the hospital, where she was admitted to the intensive care unit (ICU). She received IV fluids and electrolytes but was unsure of the specific medications that was given at the hospital. She remained hospitalized for three days and was feeling better at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.